Manufacturer narrative:
H6: investigation: customer returned (1) 1/2cc, 12.7mm, 29g syringe in an open poly bag from lot #0294217. Customer states that the scale marking was illegible. The returned syringe was examined and exhibited partially printed 35 and 40 unit markings. A review of the device history record was completed for batch #0294217. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. The peashooter that transfers the printed barrels from the printer operation to the assembly operation was ¿jamming¿ causing missing/scratch print on the barrel. H3 other text: see h10.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe there were scale marking issues. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the scale marking was illegible."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd ultra-fine¿ insulin syringe there were scale marking issues. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the scale marking was illegible."